Event description:
Customer reported that she received a no delivery alarm during prime. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit the tubing. Customer was then instructed to rewind, reinsert reservoir and run manual prime; the insulin pump did not alarm no delivery. Blood glucose value is 82 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.